Manufacturer narrative:
Follow-up #1: date of submission 03/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/19/2015 with the following findings: the pump's black box showed no unusual activity to support a temperature issue. The pump failed a leak test due a crack between the display lens and the case seal. No overheating or any alarms occurred during the investigation. The pump's current draws were found to be in specifications. Moisture ingress was found to the radio frequency circuit, the display screen, and to the power printed circuit board.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was a temperature issue with the pump. The reporter stated that there wasn't any observable physical damage to the pump put there was evidence of moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.